Event description:
During the process of making the contrast agent during ptcd, the contrast agent at the end of the 21g puncture needle leaked, which led to the failure to develop with the normal dose of the contrast agent. The leakage of the contrast agent caused pollution around the puncture. Since there were no more products for use during the operation, the operator simply handled the puncture. The operator's feedback was poor, which increased the workload and increased the risk of infection.

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident complaint cannot be confirmed. If the sample is returned at a future date or new information is available, a follow-up report will be submitted accordingly.